Event description:
Customer reports that she received results of 400mg/dl and 95mg/dl on the same device. Customer states they were taken 10-15 minutes from each other and was unable to verify any clearer info. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.